Manufacturer narrative:
It was reported that there was "leaking around the urethra", due to this, a new foley catheter was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking foley catheter.

Manufacturer narrative:
Updated to include additional product information.